Event description:
The customer reported an observation of discordant elevated patient results with the atellica im progesterone (prge) lot#322. These samples were tested while quality control (qc) results were outside established ranges. The elevated results were not reported to the physician(s). The samples were repeated on the same atellica im analyzer once qc results were within established ranges; lower patient results were obtained. Repeat testing results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im progesterone patient results which were discordant relative to repeat testing when using lot 322. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is evaluating the event.

Manufacturer narrative:
MDR 1219913-2024-00372 was initially filed on 24-jul-2024. Additional information 25-jul-2024: siemens has concluded the investigation. The customer obtained discordant results on the atellica im progesterone (prge) assay with reagent lot 322. On june 27, 2024, biorad immunoassay plus qc lot 85340 levels 1 and 3 recovered high and outside published insert ranges. The customer tried repeating with new qc aliquots, but results remained high. Next, they repeated qc with a new prge lot 322 primary reagent pack and the results recovered within range. The reagent pack used for qc and patient testing that was removed from the atellica im analyzer and was inspected and found to contain clumped (aggregated/precipitated) paramagnetic particles (pmp). Per siemens labeling, reagent packs must be inspected for clumping prior to use, if clumping is observed resuspension is required and clumped reagent packs cannot be used for sample processing. The customer repeated the patient samples on the same atellica im analyzer once qc results were within range using the new reagent pack. They identified 21 discordant results; lower patient results were obtained. The repeat results were considered correct and were reported to the physician(s). This reagent lot was received by the customer in multiple shipments. All on-hand boxes of prge lot 322 reagent packs were inspected; none of the inspected reagent packs showed evidence of clumping. Based on available information, the cause of the falsely elevated qc and patient results is consistent with the isolated clumped reagent. The customer has been operational since they replaced the reagent pack that exhibited clumped pmp. No systemic product issue was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.